Manufacturer narrative:
The investigation for the low pump flow, access site bleed, and high purge pressure has been completed. The pump was not returned for investigation. Data logs were returned for investigation which showed suction alarms followed by low flows. Data logs showed that there was an instant rise in purge pressure and placement signal. Low pump flow was also observed without any p-level change. Motor current spikes were also observed after that. Since both purge, motor current, and pump flow were affected simultaneously, the cause of the high purge pressure and low pump flow was most likely biomaterial ingestion. The low pump flow and high purge pressure occurred simultaneously with an identical root cause. The cause of the access site bleeding was most likely patient condition related since there was bleeding at multiple lines.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella rp support and during support, the patient had oozing at most invasive line sites. The patient had a direct impella insertion. One unit of packed red blood cells were provided to the patient. Additionally, during turning of the patient, suction alarms occurred. The patient was having volume issues and two units of packed red blood cells were administered. Furthermore, a purge system blocked alarm appeared. There were low purge flows. The purge system was de-aired and the purge system block alarm resolved but the flows were still low. The patient outcome was that they expired after the family decided to withdraw care.